Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Flow accuracy failed test. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 25jul2019. Date of report: 29jul2019. The field service engineer (fse) while remotely performing troubleshooting, was informed by the customer that the failure was due to the oxygen solenoid not closing completely. The fse recommended replacing the oxygen solenoid valve. The customer informed the fse that the replaced valve resolved the problem. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.